Event description:
It was reported that an ilet user experienced a rapid blood glucose decrease from a high reading to a fingerstick-confirmed low after eating multiple times without making meal announcements; the device component implicated was the user interface and the event was associated with an improper or incorrect procedure or method. Symptoms included hypoglycemia and prior hyperglycemia ranging from 56 mg/dl to 306 mg/dl, with transient confusion or disorientation reported. Outcomes included serious injury requiring the need for oral glucose administration. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to missed meal announcements via the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that caused or contributed to the event.